Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: a customer data review could not be performed as no customer data was provided. Quality data review: as no lot number was provided a device history record review could not be performed. The CAPA review for abbott realtime sars-cov-2 amp rgt kit (ln 09n77-090) and abbott realtime sars-cov-2 amp rgt kit, us eua (B)(4) was performed and did not identify any internal or post-production use issues related to the reported complaint. Complaint history review: a part-specific complaint history review for abbott realtime sars-cov-2 amp rgt kit (ln 09n77-090) or abbott realtime sars-cov-2 amp rgt kit, us eua (B)(4) identified additional complaint tickets related to discrepant results. However, following the review of the related discrepant result tickets, no commonality was identified which would suggest a product deficiency. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit (ln 09n77-090) or abbott realtime sars-cov-2 amp rgt kit, us eua (B)(4) was not identified.

Manufacturer narrative:
Complaint investigation will be performed. As lot number is unknown, date of manufacture and expiration date have been left blank.

Event description:
Customer is concerned that when running the realtime sars-cov-2 assay some samples generate a positive result but do not repeat as positive when run on the realtime sars-cov-2 assay, or when re-collected and re-run, or when tested on other platforms such as cdc/state lab, cepheid, or abbott ID now. Customer states that some amplification curves look noisy. Customer later communicated that they have reviewed the results internally and no longer have a need to discuss. The customer will continue to use the system. He said that during their internal data review, they compared the various platforms with regard to sensitivity, specificity, and other assay variables. They decided there were too many variables in play to draw conclusions about comparing results from different platforms. The customer then decided to closely monitor the quality parameters of the realtime platform, such as internal control, external controls, and amplification curve profiles. If all of those parameters are in order, they will conclude the result is valid. There has been no report of impact to patient management.